Event description:
Per medical records: (B)(6) 2015- patient was diagnosed with symptomatic right inguinal hernia thereby underwent open repair with the implant of bard preshaped mesh (device #1) and perfix plug (device #2). Per operative notes, ¿a large deep direct hernia sac was reduced. An extra-large perfix plug (device #1) was sutured to shelving edge of poupart¿s ligament inferiorly and pubic tubercle medially and underneath the conjoint tendon. The onlay bard preshaped patch (device #2) was placed and sutured.¿ (B)(6) 2015- patient was diagnosed with recurrent symptomatic right inguinal hernia thereby underwent robotic repair with the partial removal of mesh (device #2). Per operative notes, ¿there was a small left indirect and direct inguinal hernia. There was a recurrent right direct inguinal hernia. Previous mesh (device #2) was encountered. The marlex mesh (device #2) was not dissected out completely. The hernia was reduced and closed using suture. The defect was reinforced with a medium 3dmax mesh (device #3). A notch was cut out to incorporate the previous mesh as well as keyhole (device #1) repair. The mesh covered the defect completely.¿ attorney alleges that the patient had pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 8 months post implant of perfix plug, patient was diagnosed with hernia recurrence thereby underwent revision surgery. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. This emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard mesh pre-shaped w/ keyhole (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.